Manufacturer narrative:
Concomitant medical products: cadd tubing; cadd extension set; huber needle 20 gauge 3/4", therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit, the carefusion cpc observed an event in which there was 5fu leaking at the connection of the male luer of a smartsite valve and the female luer of a non-carefusion ambulatory pump cassette tubing. Photographs were provided. Although the patient had to be seen to change out the product, there was no report of any harm. There was also leaking noted around the huber needle site and patency was evaluated with brisk blood return.

Manufacturer narrative:
The customer complaint of leakage at connection could not be confirmed due to the product was not returned for failure investigation. However a picture of the set up was provided by the customer, but the picture was not clear enough to show where the leaked occured.

Manufacturer narrative:
Correction initial reporter address.